Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm and had a blank display after exposure to moisture. The customer¿s blood glucose was 133 mg/dl at the time of incident. Unable to complete the due to insulin pump selection option was not available. The insulin pump is being replaced and is expected to return for analysis.